Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic ventral hernia repair, the surgeon was using the dissector inside the patient's abdomen when one part of the tip broke. The tip was identified on x-ray and successfully retrieved without harm to the patient. The patient is currently doing well.